Manufacturer narrative:
The returned ethcb5lt was opened with the aid of engineering and its inner seals examined. No damage was found to the inner seals nor was there any further debris found within the housing resembling the debris returned by the account. The source of the ring returned by the account is unknown. It is possible that the ring came from the OEM device, or from the graspers used in the field. The process by which the sleeves are cleaned (running brushes through the device) would likely dislodge any debris much like the grasper was reported to have done. The source for the ring remains undetermined, though not linked to the complaint devices. The returned sleeve is of OEM (ethicon) origin. The device was subjected to pressure testing, and no overt damage was found to be present to the device or the seals. Due to the origin of the device, the housing was not opened for a direct examination of the seals. No indication that foreign matter was present or that further debris is present was found in the examination of the device. A 5 mm obturator was inserted and no debris was found to be present. Unable to confirm account complaint.

Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that during the procedure, the surgeon was passing a grasper thru one of the side ports. When the head of the grasper came out, the surgeon noticed something black on the grasper. The surgeon brought another grasper in and tried to pull it off but it would not come loose. The surgeon then opened the jaws of the grasper and what appeared to be a metal ring feel into the field. The surgeon retrieved the ring with the other grasper and brought it out to inspect.